Event description:
Additional information received reported that the patient was feeling stimulation, getting pain relief, and doing well. All impedances remained under 1300 ohms.

Event description:
It was reported that intraoperative, impedances were 2000 to 3000 ohms. However, postoperative, the impedances were all greater than 10000 ohms. Programming up and down the lead was tried with no luck getting stimulation. The lead configuration was modified also to see if it was 0-7 or 8-15, either way impedances were still high. X-rays were taken of the implant and the lead looks like it was seating in the implantable neurostimulator (ins) fine and the lead was still in the epidural space. Normally, the patient felt stimulation around 4.3v to 4.5v but at the time of the report, they were not feeling anything. The manufacturing representative didn¿t believe the lead was compromised in the replacement case as the physician was very good and meticulous with the lead replacement. Additional information received reported that it was a prophylactic removal and was not associated with any field advisory. The lead was replaced because, the patient wasn¿t feeling any stimulation and after the ins was replaced because of elective replacement indicator (eri), impedances were greater than 10000 and patient wasn¿t getting stimulation. After multiple trouble shooting attempts, it was determined the lead might have been fractured and open circuit might have occurred when the doctor straightened out existing lead when the ins was secured into the pocket. It was decided that the lead would be replaced. The patient was taken back to surgery later on (B)(6) 2014 and the lead was replaced. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Product ID 377745, lot# n0032384, implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type lead product ID 355029, lot# n0035624, implanted: 2005 (B)(6); product type accessory. (B)(4).